Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip protector of the membrane port of three (03) exactamix 3000 ml eva tpn bags comes out very easily. This was observed prior to patient use. There was no patient involvement. No additional information is available.